Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Section h6 was updated according to the new investigation findings. Section h10: the real intelligence robotic drill guard used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed through a photo and when returned. The barbed suction tube had completely detached. An outline consisting of weld material remains on the surface of the guard. There is no weld material remaining in the area just below the barb. A functional evaluation could not be performed due to the nature of the broken weld. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot1107083 used for treatment, was not returned for evaluation, however a photo was provided for review. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The photo of the cori bur guard shows the barbed suction tube had completely detached. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from south africa, it was reported that during a cori assisted ukr surgery, the suction tip attachments broke off on two real intelligence robotic drill guards. The first one came off in the hand of the sales consultant (no pressure was applied and no suction catheter was attached). The suction tip of the second real intelligence robotic drill guard came off intra operatively at the end of the procedure. The suction piece of the control guard broke off and remained attached to the suction tubing and the exposure control guard remained on the end of the cori hand piece to cover the burr tip. They were both removed by hand and the surgeon irrigated the wound well. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, the suction tip attachments broke off on two real intelligence robotic drill guards. The first one came off in the hand of the sales consultant (no pressure was applied and no suction catheter was attached) (case (B)(4)). The suction tip of the second real intelligence robotic drill guard came off intra operatively at the end of the procedure (case (B)(4)). The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported.